Event description:
On (B)(6)2009, an allen medical sales representative was contacted about an issue with the allen manual beach chair. The back of the unit was not holding position properly with the weight of a pt in it. Without the pt weight in the unit, the device reportedly was working fine. There were no injuries to report. The facility took the device out of use and returned it to us for eval and repair.

Manufacturer narrative:
Disassembly of the returned chair demonstrated that one of the screws attached to the back of the unit was broken. Once a weight/load was placed in the chair (simulating a pt's weight), the back of the unit was no longer able to hold position as intended. Once the screw was replaced and the chair re-assembled, the unit functioned properly once again.